Event description:
Boston scientific received information that this patients implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited out-of-range (oor) pacing impedance of greater than 2000 ohms, and noise. As a result a surgical intervention was performed where there was found to be a possible loose setscrew. The setscrew was tightened and that appears to have solved the issues. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) was exhibiting increased shocking impedance measurements. The caller could not confirm if the noise that was observed in the past was still being observed. A revision procedure was performed and this rv lead was removed from service. No additional adverse patient effects were reported.